Event description:
It was reported that an ilet user experienced repeated ¿insulin, consecutive stalled motor¿ restart alerts following a supply change while using contact detach 23-inch steel infusion sets, with reported cgm hyperglycemia and no observable issues on delivery checks, and the device problem involved use of device and an unspecified component term. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, and the issue was attributed to use of the device, with the infusion set and connector deployed incorrectly due to the user not following the correct sequence for placing the cartridge before attaching tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.